Event description:
Description from the customer report: the priming solution leaked from the upper luer lock on blood outlet side during priming. The customer exchanged the tubes but the solution kept on leaking. No adverse effects for the patient because incident occurred during priming. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary requested the product back for investigation and received it on (B)(6) 2015. A supplemental medwatch will be submitted as soon as further information becomes available.

Manufacturer narrative:
Oxygenator was cleaned with water and disinfected with disifin. A visual inspection and a tightness test were performed. During tightness test a leakage from luer lock on blood outlet cap could be confirmed. Glue drop in luer lock was detected. Therefore the cone of the screw cap was not able to seal successfully. Additionally a leakage on luer lock on the blood inlet side was detected. An additional complaint was opened in order to track and trend this failure. Furthermore a device history record was performed. Thereby the oxygenator passed all production steps. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.